Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during a transcatheter aortic valve implantation treatment procedure, resistance advancing over a guide wire was noted. The indication of procedure was to replace an aortic valve percutaneously. This .035" 260cm amplatz ss guide wire was inserted and advanced to the target location. Another manufacturers' valve was then advanced over the wire against resistance. The valve was implanted and the guide wire was then removed from the patient intact when a bulge was noted on the distal end of the wire. No coating was thought to have been displaced from the wire. The procedure was successfully completed at this point. No patient complications were reported. However, returned device analysis revealed scraped guide wire coating.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device noted kinks/bends on the distal tip of the guide wire. A kink was also noted 90cm from the proximal end. A 5mm section of coil is damaged (deformed/lifted) approximately 12cm from the distal end. Approximately 3cm of teflon coating is scraped 8cm from the proximal end. The overall length of the guide wire was measured and found to be 260cm. All outer diameter measurements taken were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).